Manufacturer narrative:
Age at time of event: 90's. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, partial stent deployment occurred. The target lesion was located in the left superficial femoral artery (sfa). During preparation of a 6x61x120mm epic vascular stent delivery system (sds) there was no difficulty removing the sds from the device packaging. However, when the epic sds was opened it was noted that the stent was 1mm outside the deployment system. The procedure was completed with another epic stent. No patient complications were reported and the patient's status is ok.